Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. One needle was received broken at the swaged end. Under magnification, instrument marks were observed at the swaged end of the needle. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample was found not to meet quality release specifications after application in the clinical setting. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse by the end user. Grasping the needle at the swaged end during application can damage the needle as observed in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Should new information become available, the file will be re-opened.

Event description:
According to the reporter; when the nurse opened the package onto the sterile field, the tech noticed the needle was 1/2 the size it should be. They didn't use it and saved it. There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.